Event description:
Explant surgery for mentor silicone breast implants in (B)(6) 2018. I got implants in 2013. I was having all kinds of symptoms by the end of 2014 but had no idea what was wrong and went to many different doctors. I went to my plastic surgeon early 2017 because one of my breasts changed, he dismissed my implants had anything to do with my symptoms. I went back in 2018 to see him with the one breast still not looking right and by this time had to quit my job because of fatigue, bone pain, stomach issues, cognitive problems, dizzy spells, and more and still he says no there is nothing wrong with your implants. I found a different doctor shortly after that and had explant surgery and during surgery was found to have a rupture, but not just any rupture, and explosion of silicone inside my chest. Apparently the garbage doctor doesn¿t know how to make sure his patients are okay by ordering a MRI just to make sure. Today I¿m 4 months post op and still recovering both physically and internally. Something really needs to be done with this situation. It¿s ridiculous that this happening to so many of us, yet nobody is putting a stop to it. To think that we spent money on wasting our health and putting our trust in the doctors and the FDA when they simply don¿t give a "profanity" and are all about the money and profits these medical devices are generating, it¿s sad. What¿s even more sad is that for some of us it¿s hard to afford explanations, so we either can¿t have one, or have to sell everything we own to get one, or we just die¿ slowly. It¿s ridiculous already, there are 60,000 plus women that are sick from this garbage that was supposedly safe and approved by the FDA which we all know wasn¿t even accurately tested after all. As they are being banned in other countries now, are we not important here in the us? Not too much of a loss financially to protect the lives of women here in the states.